Event description:
The patient contacted animas on (B)(6) 2012 reporting that the ok button was not working as it should. The patient stated that the issue was occurring for approximately two weeks. The patient confirmed no trauma to the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the ok button issue.

Manufacturer narrative:
(B)(4): the keypad was found to be torn at the up and down arrow buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The ok button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts and the ok button contact was misaligned. Unrelated to the complaint, the display screen was found to be faded and miscolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.